Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were losing the stimulation sensation the day after they had the procedure. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had a follow up appointment with healthcare provider on (B)(6) 2025. Patient reported losing stimulation sensation. Additional information was received from the health care professional (hcp). The hcp stated that the cause of losing the stimulation sensation was unknown. When the hcp was asked to provide the most likely cause of the event, the hcp stated that the patient had a mechanical fall on (B)(6) 2025 and device was adjusted and felt sensation of stimulation on buttocks. On the visit upon adjusting the stimulation, impendence check were done and no impedance per device. It was unknown if the issue was resolved.